Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplant surgery in which the cuff from previous surgery was downsized. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to procedure. There were no device malfunctions associated with the explanted aus. The patient did not experience any additional adverse events. The surgery went well and continence return is expected following recovery. No more information available at the moment. Should additional information become available, it will be provided.